Event description:
It was reported that perfusionist; called arrow clinical support (acs) advising that iabp was experiencing kinked catheter and helium loss alarms. Same alarms had sound earlier and perfusionist had adjusted volume from 40 cc to 30cc and alarms were resolved until evening. No signs of rupture and catheter flushed fine. Strips were faxed to acs. Bpw appeared to "popsicle-stick off." Pdp was 85 and psp was 110. Acs advised that this indicated catheter had migrated down & they should get a stat pcxr. Acs advised that catheter should not be advanced or re-inflated due to risk of thrombus. Acs advised previous helium loss alarms could have indicated rupture and would necessiate removal of iab. Iab removed. No re-insertion required. There were no reported pt complications. Iab will not be returned for evaluation.